Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 3 patients tested for troponin t hs stat on the cobas e 602 (serial number (B)(4)). The erroneous results were reported outside of the laboratory and they were doubted. On the patient sample measured (B)(6) 2016 the initial result out of the primary tube was 26.3 pg/ml. A manual measurement was done out of the same primary tube on another unnamed analyzer. That result was 6.43 pg/ml. A second drawing was done out of the primary tube and that result was 7.65 pg/ml. The initial result was believed to be incorrect. The second patient was a (B)(6) year old male. The initial result was 29.69 pg/ml on (B)(6) 2016. The sample was repeated on (B)(6) 2016 and the result was 13.06 pg/ml. The third patient was a (B)(6) year old female. The initial result was 23.72 pg/ml on (B)(6) 2016. The sample was repeated the same day and gave a result of 4.59 pg/ml. Both of these results were done on (B)(6) 2016. This patient is (B)(6) years old and female. There was no adverse event. The troponin t hs stat regent lot number is 187548. The expiration date was requested but not provided. On (B)(6) the field service engineer performed an analyzer performance check and replaced the cell tube, the measuring cell, the o-tube, the sipper tube, and the sipper probe. The system was rinsed with hydrochloride. A method comparison was done and the results were good with no outliers. A specific root cause could not be identified. No additional issues occurred after the service visit.